Event description:
It was reported, "during a bilateral triathlon tkr a pt was sized above the 8 using the femoral sizing guide. A size 8 was chosen and consequently implanted. It was a good fit anteriorly/posteriorly, however, there was 4-5 mls of bone exposed medially and laterally. The surgeon commented that a size above the 8 would have been more appropriate."

Manufacturer narrative:
This is the same pt/event as MFR# 9610726-2010-00174. An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.